Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm fenestrated bipolar forceps (fbf) instrument for failure analysis investigation. The instrument was analyzed and exhibited uncontrolled motion. During further testing, initial findings of uncontrolled motion were not confirmed. The instrument was re-installed on an in-house system for motion testing, and the instrument grips would not open or close when commanded. There was no motion when attempting to open or close the grips, better described as imprecise motion. Visual inspection of the backend revealed significant slack in the grip cables, which could be depressed with an engineering tool. Manual articulation of the grip inputs resulted in motion at the tip, indicating that the grips were not physically stuck and the cables were not broken. The instrument was re-installed on the system with the housing removed, and while the inputs rotated during grip open and close commands, the grip cables were not moving as intended. The probable root cause of the uncontrolled motion issues may be attributed to either passive force external to the system or more actively with the joint motors themselves, and can also result from broken cables, loose cables, broken inputs, cracked inputs, cracked or loose clamping pulleys, or binding of gears. The probable root cause of the loose grip cables is attributed to a loss of cable tension. A cracked clamping pulley and/or input shaft can cause the cable to become dislodged at the proximal end. When the clamping pulley and/or input shaft is cracked, the cable can dislodge as the input could "slip" with respect to its internal shaft causing the loss of cable tension. A cracked clamping pulley and/or input shaft can be caused by improper cleaning or sterilization techniques used during reprocessing. A dislodged cable at the proximal end can then result in the cable becoming derailed or loose at the distal end.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted radical cystectomy with ileal conduit surgical procedure, the 8mm fenestrated bipolar forceps instrument was not recognized. The procedure was continued as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: no movement issues were reported during the last procedure. The instrument's movements scaled appropriately to the surgeon's intended actions, with the distance and direction matching the surgeon's inputs. There was no injury to the patient as a result of the event. Photographic images or video recordings of the procedure are not available for review.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm fenestrated bipolar forceps instrument to perform failure analysis. The instrument was analyzed and found to exhibit uncontrolled motion. The instrument did not follow the open/close command from the master tool manipulator (mtm) handler. The instrument was placed on an in-house system, and it passed the recognition and engagement tests. No damage found at proximal end. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.